Manufacturer narrative:
(B)(4).

Event description:
It was reported that display issue occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion.  No injury or medical intervention was reported.